Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the sbc board and the unit passed verification/release testing. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4)/ MFR #1828100-2022-00270. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) had a defective single board computer (sbc) board. There was no patient involvement.